Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after having radiation therapy with the device in backup vvi. After a software download, the device resumed normal function.